Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert from the pulse generator and presented in clinic for a follow up. Upon examination, it was noted that the alerts were due to one episode of right ventricular lead noise. In clinic interrogation found the lead parameters appeared normal. The patient was asked to perform a range of motion but the clinician was unable to reproduce the "noise." The physician elected to continue to monitor the lead remotely to ensure it was isolated incident. The patient remained in stable condition throughout the visit.

Event description:
New information received revealed there were programming changes completed to address this issue. The patient was stable.